Event description:
It was reported that the patient underwent a posterior spinal surgical procedure at l2-3. During insertion of the screw the tip of the driver broke off and the driver sleeve disassembled. The screw was removed from the patient. All fragments were retrieved from the patient. This added an additional 30 minutes to the case. No additional patient complications were reported.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.